Event description:
Event description guidant received information that upon interrogation, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in off mode. The last follow up was 6 months prior. The patient was not affected by device being in off mode.